Manufacturer narrative:
Patient identifier: (B)(6). Device is combination product. Device evaluated by manufacturer: as the unit has not been returned, a technical analysis could not be performed. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4). Same case as MFR report #: 2134265-2011-01475. It was reported that during a coronary stenting treatment procedure, the patient experienced an myocardial infarction. The index procedure treated two target lesions. The 1st lesion was a 95% stenosed, 2.6x10mm target lesion located in the saphenous vein graft of the 2nd obtuse marginal branch. Treatment consisted of pre dilation , the placement of a 2.5x12mm taxus liberte study stent and post dilation resulting in 0% residual stenosis. The 2nd lesion was a 90% stenosed, 2.6x15mm target lesion located in the proximal left circumflex artery. Treatment consisted of pre-dilation and the placement of a 2.5x20mm taxus liberte stent resulting in 0% residual stenosis. The next day, the patient experienced a rise in troponin levels. No action was taken and the event resolved without residual effects. The patient was discharged later the same day on aspirin and prasugrel.